Manufacturer narrative:
Device has been requested for evaluation.

Event description:
Pharmacy technician reports approximately 7 extension sets that were leaking after priming. Leak appears to be from the filter on this set. All 7 sets are the same lot number. No pt involvement has been reported at this time. Samples are available for evaluation.